Manufacturer narrative:
All operating currents were within specification and no unexpected low battery or off no power alarms were noted. The pump passed the off no power, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump alarmed unexpected restart after the battery change due to a faulty component on the interface board. All buttons functioned properly during testing. No damage was noted on the keypad traces during visual inspection. The pump was also received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube window corners, a cracked reservoir tube lip, and cracked battery tube threads. The lcd connector was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 1000 mg/dl at the time of incident. The customer's blood glucose was over 1000 mg/dl at the time of hospitalization. The customer's son stated that they were wearing the insulin pump during hospitalization. The customer's son stated that the insulin pump stopped working and was not giving insulin. The customer's son stated that the buttons of the insulin pump was unresponsive. The customer's son was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.